Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a jaw leg was observed to be out of position, the cam on the jaw leg was not aligned with the driver. It was reported that the clips did not close completely and were malformed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy procedure, when the surgeon was about to clip the cholesystic canal, the clips ejected without closing them on the fabric and fell into the cavity and it was retrieved by the surgeon. They used another unit to compete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the clips ejected without closing them on the fabric and fell into the cavity and it was retrieved by the surgeon. They used another unit to compete the case. There was no patient injury.